Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's hearing impression with the device has deteriorated over time. There is no report of accident or trauma.

Manufacturer narrative:
Additional information: according to the currently available information damage to the active electrode, likely caused by minute device mobility, is suspected. Additionally, received in situ measurements show an elevated gpi, probably as a result of bone growth around the reference electrode. However to determine an exact root cause a device investigation of the explanted device is necessary. Surgery is scheduled for (B)(6) 2017.

Event description:
The patient's hearing impression with the device has deteriorated over time. There is no report of accident or trauma.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. Furthermore, damage to the reference electrode was observed during investigation, which might have been contributed to the reported lack of benefit. The pattern of damage seems typical for having been caused by continuous movements on the reference electrode. The problems given in the patient report match the damage found. This is a final report.

Event description:
The recipient's hearing impression with the device deteriorated over time. There is no report of an accident or trauma. The recipient was re-implanted on (B)(6)2017.